Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Upon visual inspection it was noted that there was blood/body fluid in all conductors (not obstructed).

Event description:
It was reported that during the implant procedure the 4196-88 lead had positioning/fixation difficulties. The lead was not implanted. No patient complications have been reported as a result of this event.